Event description:
Pt had removal of portacath on right. Portacath tubing shortened-flattened. X-ray of pt revealed 7 cm tubing lodged in atrium. Remainder of tubing successfully removed at another facility later that same day.